Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the endostat generator was cutting too quickly; and they are concerned that the power output is above safety specifications. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the endostat generator was cutting too quickly; and they are concerned that the power output is above safety specifications. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found minor scratches present on cover also some non msi decals present on cover. Otherwise the unit appears to be in fair physical condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint of "cutting to quickly"; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated and no problems could be found with the output. The unit then passed all final testing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.